Event description:
It was reported by service report that the scale is inaccurate. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result - load cell.